Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, end of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.